Event description:
It was reported that a patient underwent a urology procedure in 2001 and mesh was implanted. The patient experiences right groin pain and has received unspecified medical intervention. The surgeon opines that mesh removal is required, however, the mesh is currently in situ. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the date and surgical findings of mesh removal. Currently insitu but the surgeon is exploring removal surgery options. The following information was requested, but unavailable: please provide the patient's demographic information including age, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please provide the onset date/time of pain from the initial procedure (# of post-operative days). Please describe any medical intervention given for pain management including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).